Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform functional testing including displacement, occlusion, prime, no delivery tests. Also, analysis was unable to verify excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 346 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.